Manufacturer narrative:
A siemens field application specialist (fas) was dispatched to the customer site. The fas evaluated the performance of quality controls for (B)(4) reagent lot 037, which were acceptable. The fas also verified the calibration curve, which was acceptable. The cause of the discordant, (B)(6) result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The customer obtained a (B)(6) result on one patient sample on an immulite 2000 xpi instrument while using reagent lot 261. The sample was initially tested twice on the same instrument using same reagent lot and the results were indeterminate and (B)(6). The initial and the first repeat results were held by the (B)(4). The sample was repeated for the third time and the result was (B)(6), which was confirmed and validated by the (B)(4). The discordant, (B)(6) result was reported to the physician(s), who questioned it. The sample was sent to an alternate laboratory and was tested on an alternate platform, resulting reactive. The corrected result from the alternate platform was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2016-00135 was filed on march 17, 2016. The first supplemental MDR 2432235-2016-00135 was filed on july 20, 2016 additional information (08/22/2016): siemens healthcare diagnostics has confirmed increased imprecision on some patient samples with the immulite/immulite 1000 cmv igm reagent lots 330 and 331 and on the immulite 2000 / immulite 2000 lots 255, 256, 257, 258, 259, 260, 261, 262, 263, 264, 266, and 267. These samples may exhibit higher percent coefficient of variation (% cv) than the precision performance data published in the instructions for use (IFU) across nonreactive, indeterminate, and reactive ratios. Quality controls provided in the cmv igm kit may not detect the imprecision with patient results. An urgent field safety notice (ufsn) imc 16-22a. Ous was sent out to customers and an urgent medical device recall (umdr) imc16-22.a.us was sent to us customers in august 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lots listed above. Siemens recommends transitioning to immulite 2000/2000 xpi cmv igm kit lots 268 and above and immulite 1000 kit lot 332 and above.

Manufacturer narrative:
The initial MDR 2432235-2016-00135 was filed on march 17, 2016. Additional information (07/07/2016): a siemens technical operations specialist was able to replicate the customer's observation. The cause of the discordant, (B)(6) result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.